Manufacturer narrative:
The reported complaint was not confirmed because hospital has not accepted the quote for evaluation and repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would not ventilate. There was no report of patient involvement